Event description:
It was reported that the procedure was to treat a moderately tortuous, 100% stenosed mid right coronary artery. A 2.0 x 20 mm mini trek was used for pre-dilatation; however, the balloon burst at 26 atmospheres. An unknown stent was implanted and the procedure was successfully completed by performing post-dilatation with an unknown balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure. The customer reported the device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek/trek otw instruction for use warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.